Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The right iliac artery was heavily calcified and very tortuous. The left iliac artery was completely occluded. It was reported that the patient had a fem-fem bypass prior to the implantation of the stent graft. The physician elected to insert the stent graft from the right and build the device from the bottom up to the top. The first piece 16 x 16 x 85 went up to the proper location close to the hypogastric artery, but was difficult to place. (Mdr32953200-2008-01140) the graft was ballooned with an 8x4 angioplasty balloon to assure that larger french-sized devices would pass through the stent graft. The distal end appeared to be larger post pta but was still considerably narrower that the proximal portion of the graft. The 2nd piece, a 20x20x85 cuff, was difficult to advance however was correctly placed. The physician inserted a 24 aortic cuff, (mdr32953200-2008-01141) but was unable to advance to the intended landing zone. The physician inserted dilators, however they were difficult to advance. The 24 cuff delivery system was re-inserted but, it appeared to push out quickly and laterally at the most difficult point of resistance. The graft was taken out, and when it was removed, it showed signs of having been kinked significantly. At this point, the patient's blood pressure began gradually decreasing down to zero. A reliant balloon was inserted up to tamponade the vessel. The physician began, was unable to locate the exact point of the vessel tear. The physician then placed a 12x12x85 piece distally, which sealed well, but contrast was still leaking out into a false lumen. (Mdr32953200-2008-01142) a fluency stent was placed distally. However, the issue was not resolved with extravasation still occurring and the patient's blood pressure still critically low. The surgeon continued his cut down distally, locating the vessel dissection just under the inguinal ligament. Control was achieved, and vitals were returned to normal with cell savor and fluids. A conduit was placed in the usual fashion for deployment of the final piece. A 26 aortic cuff, was placed via the conduit, and was placed in the appropriate position just distal to the lowest renal. The final angiogram showed a small type ii endoleak. The case was finished, and the final result was considered good. Blood loss was estimated to be more than 1.5 liters. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention required - evaluation results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (left iliac completely occluded, severe calcification and severe tortuosity of the vessels). Conclusion: device failure/lack of effectiveness related to patient condition (left iliac completely occluded, severe calcification and severe tortuosity of the vessels).